Event description:
According to the reporter: the balloon ruptured during the use of the device. There was no harm to the patient. Additional information was requested but not yet received.

Manufacturer narrative:
(B)(4)